Event description:
Information received by medtronic indicated that there was no sensor electrode when customer pulled it out from the site. The electrode of the sensor was stuck in the arm of the customer. Customer reported change sensor alert and sensor updating alert. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.